Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery; he stated that his infusion sets were getting ripped out and he needs more tubing. The patient's blood glucose at the time of incident was 788 mg/dl. Troubleshooting was initiated for the no delivery alarm. The customer resolved the event by changing both the infusion set and reservoir; the customer then resumed insulin pump therapy. The reservoir was not returned or replaced.